Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device passed defib shock testing, battery testing, and bench handling without duplicating the report. Review of the device log shows evidence that the user was in monitor mode while trying to charge the device. The user was prompted to switch into defib mode. The user then pressed the charge button several times without ever pressing the shock button. There was no timeout message or charging error during this time indicating that the device was unable to successfully charge. The shock button was inspected with no discrepancies found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.